Event description:
It was reported that the burr became stuck in the lesion and also sheared off the tip of the wire. The target lesion was located in the mid right coronary artery (rca). A 1.50mm rotalink plus and a rotawire and wireclip torquer were selected for use. During the procedure, the target lesion was ablated 3 or 4 times with rpm of 200,000 each for around 15 seconds. Ablation was performed by the rotational burr being moved forward and backward all the time without staying in one place. The rotation speed decreased about 5,000 rpm with each ablation. However, it was noted that the rotaburr became stuck in the curve of the mid rca due to the tortuosity and circumferential calcification of the lesion. The stuck burr was released by pulling and pushing it along with slow rotation. During the removal process of the burr, the tip of the rotawire became separated. The physician believed that the wire fractured due to the rotalink being rotated while being pulled to release the stuck burr. The fractured section of the rotawire was removed by using a snare. There were no device fragments left inside the patient's body. The procedure was completed with another of the same rotalink and rotawire. No patient complications were reported and patient condition after the procedure was good.

Event description:
It was reported that the burr became stuck in the lesion and also sheared off the tip of the wire. The target lesion was located in the mid right coronary artery (rca). A 1.50mm rotalink plus and a rotawire and wireclip torquer were selected for use. During the procedure, the target lesion was ablated 3 or 4 times with rpm of 200,000 each for around 15 seconds. Ablation was performed by the rotational burr being moved forward and backward all the time without staying in one place. The rotation speed decreased about 5,000 rpm with each ablation. However, it was noted that the rotaburr became stuck in the curve of the mid rca due to the tortuosity and circumferential calcification of the lesion. The stuck burr was released by pulling and pushing it along with slow rotation. During the removal process of the burr, the tip of the rotawire became separated. The physician believed that the wire fractured due to the rotalink being rotated while being pulled to release the stuck burr. The fractured section of the rotawire was removed by using a snare. There were no device fragments left inside the patient's body. The procedure was completed with another of the same rotalink and rotawire. No patient complications were reported and patient condition after the procedure was good. It was further reported that the rotawire was not fractured. The detached device was the rotational burr of the rotalink. The device was removed from the patient.

Manufacturer narrative:
The device was returned for analysis. Returned product consisted of a rotablator rotalink plus device. The advancer unit and burr unit were received together. The burr was received separated on the returned rotawire. The advancer, handshake connections, sheath, coil and burr were microscopically and visually examined. There are numerous sheath kinks. The coil is broken 146cm from the handshake connection. The coil is stretched. The burr was removed from the rotawire. Microscopic examination of the burr revealed that the annulus was damaged and not rounded which is consistent with damage seen with the use of a rotawire. Inspection of the remainder of the device presented no other damage or irregularities.